Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a backup battery fault alarm. The pump worked as expected and the patient had no symptoms. The backup battery was disconnected and reconnected in the controller without solving the issue. A new backup battery was used which also did not resolve the issue. The controller was then exchanged which resolved the alarm.

Event description:
It was reported that the controller was worn after having been in use for long.

Manufacturer narrative:
E1: (B)(6). Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6) ) was returned for analysis and a log file was downloaded for review and showed events spanning approximately 12 days (10feb2023 ¿ 21feb2023, 01jan2000 timestamp). Events captured on 01jan2000 were recorded as default dates and occurred during testing at abbott. Backup battery fault alarms due to a backup battery load test failure were intermittently active on 20feb2023 from 13:09:47 ¿ 18:29:46. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. When the load test first failed, the loaded voltage measured ~11.41v and the unloaded voltage measured ~12.25v. Pump operation was not affected by these alarms. The driveline was disconnected on 21feb2023 at 13:11:30 for a system controller exchange. There were no other notable alarms active in the log file. The system controller was functionally tested and passed testing without issue. The controller was connected to a mock circulatory loop for an extended duration and operated at the set speed without any issues or alarms activating. The controller passed multiple load tests throughout functional testing without issue. The backup battery load test failure was unable to be reproduced during testing. A root cause for the reported event was unable to be conclusively determined through this investigation. A corrective action was implemented to address this issue, (B)(6) was manufactured prior to the implementation of the corrective action. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 08jul2020. Heartmate 3 instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook and instructions for use also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.